Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor passed motor test. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcdwindow, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's pump experienced a motor error alarm, a battery out limit alarm, and a weak battery alarm. Motor error alarm occurred during basal. The customer's blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will be returning. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).